Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient who was implanted for non-malignant pain reported via the manufacturer's representative (rep) they went to use their stimulation on (B)(6) and a power on reset (por) appeared on the screen. The patient denied any programming adjustments. The patient was encouraged not to use the implantable neurostimulator (ins) until they were seen by the rep. An appointment was scheduled for (B)(6) at 3 p.m for troubleshooting. At the current time it was unknown what led to the event. The issue wasn't currently resolved, but the rep. Was going to follow-up after their meeting with the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received on (B)(6) 2015 indicating that the steps taken to resolve the power on reset (por) on the device screen was setting up an appointment with manufacturer representative (rep) and the por issue had been resolved. If additional information is received, a follow-up report will be sent.